Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. At an unspecified time, the device was programmed to deliver 250mg of angiomax in 50ml at a rate of 999ml/hr and a volume to be infused of 12ml. After an unspecified time, the nurse noted that 50ml infused instead of the intended 12ml. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.